Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter. The customer¿s phone was not compatible with the veritor at-home test kit. It was also reported the customers friend received a false negative test result via the veritor at-home test kit. The customer stated: ¿our new phones didn't work with these-I was surprised our new phones weren't compatible with app. We gave both tests away to a friend with a compatible phone. Her son was sick. Test was negative. He wanted to go back to work but his boss refused a home test diagnosis. He got a test at hospital & was positive.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the "customer¿s phone is not compatible with" the bd veritor at home covid-19 test (material # 256094), batch number unknown. "Received a false negative test result. Customer got a test at hospital and it was positive." Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples and working in conjunction with the app developer where applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The phone compatibility root cause was the customer smartphone and/or operating system was not on scanwell's compatibility list at the time of use. Scanwell is working to add more devices and/or operating systems to its compatibility list, and scanwell and bd are working to make it clear to customers which phones and/or operating systems are supported. The false negative root cause could not be identified. No adverse trends were identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter. The customer¿s phone was not compatible with the veritor at-home test kit. It was also reported the customers friend received a false negative test result via the veritor at-home test kit. The customer stated: ¿our new phones didn't work with these-I was surprised our new phones weren't compatible with app. We gave both tests away to a friend with a compatible phone. Her son was sick. Test was negative. He wanted to go back to work but his boss refused a home test diagnosis. He got a test at hospital & was positive.